Event description:
It was reported that the 3.5x19 mm graftmaster rx stent delivery system was used for treatment of a perforation successfully. Although the perforation sealed slowly, after waiting for a while it was observed that the perforation sealed successfully without any further treatment being performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.